Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a kink in the tubing the patient had his artificial urinary sphincter (aus) revised. A new quick connect was used to adjust the tubing. Nothing was replaced.